Manufacturer narrative:
The device was not returned to csi; therefore, an analysis of the reported device is not possible. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure using a csi orbital atherectomy device (oad), a dissection occurred. After treatment was completed with the oad, angiographic images indicated that a proximal dissection in the coronary artery was present. Balloon angioplasty was performed to resolve the dissection and the patient status was stable.